Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The apl valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the adjustable pressure limit valve (apl) was not functioning as expected. There was no report of patient involvement.